Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinder was visually and microscopically examined, and leak tested. There was a leak in the cylinder kink resistant tubing (krt) consistent with explant damage. The pump was visually and microscopically examined, and functionally tested. No anomalies were found with the pump. The tubing was identified to be cut down to the pump block, the tubing was not returned for analysis. Based on the information available and analysis results, the reported tubing crack was not confirmed through product analysis. Therefore, conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) did not perform as expected. The patient underwent surgery two weeks later and inspection revealed a crack in the right cylinder connecting tube. Therefore, the cylinder and pump were removed and replaced. There were no patient complications.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) did not perform as expected. The patient underwent surgery two weeks later and inspection revealed a crack in the right cylinder connecting tube. Therefore, the cylinder and pump were removed and replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.